Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient, with a implantable cardioverter defibrillator (ICD) implanted, was having pacemaker mediated tachycardia (pmt). Also the patient reported having blurred vision and weakness to the physician. According to the patient they were informed that their symptoms could be due to a malfunction of their device or lead. In addition, the patient felt like passing out every after the episode which made the patient unable to interrogate immediately. Attempts to obtain additional information were unsuccessful. As of today the system remains in service.